Event description:
The customer reported that the system displayed an overload fault error message. This error message will cause the system to shutdown. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. The system operates as intended.